Event description:
It was reported that the device was dropped causing the case to crack and damaging the gas supply indicator to the point it no longer functioned correctly. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the device had a crack in the housing, both on the back and around the battery compartment. The gas supply indicator was white and the front panel was bowed/warped as well. Customer reported problem confirmed during inspection. The root cause of the reported issue was found to be that the customer dropped the device causing the damage. Repair actions that were taken was replacing the cracked case, gas supply indicator, bent front panel, broken battery holder. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).